Event description:
Registered nurse (rn) was priming the continu-flo solution set (primary tubing) for the patient's infusion. The tubing fractured and broke apart about 1 inch below the roller clamp, and the remaining tubing fell to the floor. This failed equipment did not cause patient harm.